Event description:
The complainant alleged that during routine shift check by a clinician, the device would not access the selected function. The complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
The complainant alleged that during routine shift check by a clinician, the device would not charge in defib mode. The complaint indicated that there was no pt involvement in the reported malfunction.